Event description:
It was reported that balloon rupture occurred. The patient presented with abdominal aneurysm. The target lesion was moderately tortuous. After a guiding sheath was tried to advance near the lesion but failed, a v-18 was crossed the lesion. A 6f non-boston scientific (bsc) guiding sheath was tried to advance while anchoring a 4.0 x 40, 135cm mustang balloon catheter for dilation. It went smoothly on the first three attempts, however, during the fourth deflation, the balloon ruptured. The guiding sheath was able to deliver almost to the target lesion, and additional balloon was not used. A non-bsc device was used for delivery along with the v-18 guidewire. It was noticed that there was a kink on the v-18 guidewire and delivery was difficult. V-18 was replaced with a new one and then a non-bsc device was delivered and placed. The procedure was completed without any complications nor injuries to the patient.